Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 535cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using magnetic resonance imaging. During a physical exam with a medical professional, she was also diagnosed with bilateral baker grade iii capsular contracture with pain and ptosis and acquired deformity of the breasts. As a result the patient underwent bilateral removal and replacement with 550cc (left-sided) and 590cc (right-sided) mentor memorygel breast implants on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, acquired deformity. Manufacturer¿s reference number: (B)(4).